Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the central punch of the pressure plate was bent during surgery. The punch had to be held with a gripper to connect it. There was no injury to the pt and no additional blood loss. There was no extension of the incision, no change of procedure and no loss or damage to tissue. The anvil had to be held with a gripper to connect. Operating room time was extended more than 30 minutes due to this event.